Event description:
The pt presented with eri 32 months post-implant along with a change in capture thresholds. Longevity calculations indicate that the battery should have reached eri at approx 46 months of use. The physician has elected to explant the device and test the lead at change-out.